Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "always indicate low battery"; this condition had the potential to interrupt delivery. This condition was found in the mobile equipment area. It is unknown when this event occurred. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with "always indicate battery low" was confirmed and reproduced during service. The cause of the reported condition was determined to be a damaged power supply. The power supply was repaired and the main battery recharged to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.